Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Rewind anomaly not confirmed. P-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner. Pump failed the self test due to partial display caused by moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that top of the battery was broken. The customer stated that insulin pump was not rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.